Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Consumer alleges legs on chair spread out when sat on went all the way down to the floor and went back upright after getting off of the chair. MDR filed.